Manufacturer narrative:
This is the final report.

Event description:
A report was received that the pt had a pocket revision due to pocket pain. The pt did not experience redness or swelling. The physician relocated the pocket site to a more comfortable location. The pt is reportedly doing well following the procedure.